Manufacturer narrative:
Product has not yet been received by manufacturer for evaluation, therefore, investigation report is incomplete at this time. A follow-up report will be submitted when investigation is complete.

Event description:
The event is reported as: during a procedure the applier became blocked after the second clip was used. No injuries reported.